Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the main coil was found kinked, and was physically broken. The main coil was stretched, and the main coil suture was damaged. The available information states the device was in good condition prior to use, it is likely that the device was damaged during the procedure. Based on information available and analysis of the returned device, an assignable cause of procedural factors was assigned to this event.

Event description:
It was found upon investigation that the main coil was broken. There were no reported patient consequences due to the event.